Event description:
The consumer alleged the side rail is stuck in the down position and cannot be rotated to the latch position. No injury reported.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.